Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/25/2025, it was reported by a sales representative via (B)(6) that the tip of the ar-9215-1-03 quick connect handle broke off in the attachment slot on the small ar-9231-vl-01 glenoid drill guide. This happened after the surgeon drilled the superior hole and inferior keel and removed the guide. The guide was easily removed from the glenoid. No pieces broke off inside the patient, and the case was completed successfully. This was discovered during a total shoulder arthroplasty procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9231-vl-01 quick connect, small univers vaultlock glenoid drill guide batch number: 052124 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches, discoloration, and faded laser markings observed. It was noted that the returned mating device associated with (B)(4) was broken and the fragment no longer remained in the returned ar-9231-vl-01 quick connect, small univers vaultlock glenoid drill guide. Functional testing was performed with a known good ar-9215-1-03 quick connect handle and no issues were noted while mating the two devices. No problem was noted with the functionality of the returned device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device to the mating device during use.